Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the wire would not go through the needle in the 6fr glidesheath slender stainless-steel kit. There was no patient injury/medical or surgical intervention required. The patient was stable, and the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire and needle mobility since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 22jan2021. The reporter was not aware of the needle being bent. The wire was unable to go through the needle when it was being prepped.